Manufacturer narrative:
(B)(4). We received one used, (filled) easypump ii lt 270-27-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was handed over by the customer, the patient connector was closed. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump work ( solution was running ). Leakages were not detected during the test at the sample. The tested sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no flow. Drug: 240 ml nac 0,9% + 12 mg floxapen.